Event description:
During a farapulse pulmonary vein isolation procedure with a concomitant watchman implant, a faradrive steerable sheath clear was in use. After initial access to the left atrium was obtained and ablation had already been performed approximately 30 minutes including mapping, the physician attempted to cannulate the right inferior pulmonary vein. At that point, access to the left atrium was lost, although the guidewire remained positioned in the left atrium. The physician attempted to re enter the left atrium by advancing the faradrive sheath. Because the procedure was performed without ice and only limited tee visualization was available, it is suspected that the sheath did not re enter the left atrium as intended. While attempting to regain access, resistance was felt, and the physician continued advancing and deflecting the sheath under the assumption it was within the left atrium. These maneuvers were likely occurring within the inferior vena cava rather than the atrial chamber. This movement is suspected to have caused a perforation and subsequent endocardial leak in the inferior vena cava. A pericardial effusion became visible on fluoroscopy during attempts to re access the left atrium. Despite the effusion, the clinical team proceeded with the already planned watchman implant, which was successfully completed. Following the procedure, pericardiocentesis was performed, removing more than 300 cc of fluid. Due to hemodynamic instability, chest compressions were initiated and cardiothoracic surgery was consulted. Surgeons repaired the endocardial leak. The patient was transferred to the intensive care unit, where the hospitalization was extended. The patient is expected to fully recover. The device is not expected to be return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.